Event description:
Information was received from legal regarding a patient receiving unknown medication via an implantable pump. It was reported that there was an open investigation regarding a wrongful death, and the device at issue had been the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was returned but analysis could not be performed due to a legal hold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on (B)(6) 2024, at approximately 6:11 pm, the patient died alone in her home. The patient's death certificate identified the immediate cause of death as hydromorphone intoxication. The patient suffered from chronic back pain due to scoliosis and for more than a decade relied on an intrathecal pain pump system for management of her condition. The patient's most recent pump (serial number provided) had been implanted approximately three years before her death. On (B)(6) 2024, at approximately 11:49 am, the health care provider (hcp) visited the patient's home to perform a scheduled refill and programming session on the pump. According to the medtronic session short report, the procedure was categorized as a "refill & adjust" session and involved changes to the reservoir volume, infusion parameters, patient profile and myptm bolus setup. The session short report indicated that, at the beginning of the session, the pump was delivering 3.329 mg/day of hydromorphone (0.139 mg/hr) via a continuous infusion. The hcp allegedly increased the continuous infusion rate by 5% to 3.495 mg/day (0.146 mg/hr). The same report reflected that the hcp also reprogrammed the patient's myptm patient-controlled bolus settings, enabling the patient to self-administer up to three boluses per day, each consisting of 0.250 mg of hydromorphone, with a 1-minute bolus duration and a 1-hour lockout. The newly configured maximum daily dose of hydromorphone (including both continuous and bolus delivery) was 4.238 mg/day, a 21.2% increase over her pre-session baseline. It was reported that medtronic logs showed the patient had a consistent and medically appropriate pattern of using the bolus feature as permitted. From (B)(6) 2024, the patient activated the bolus function 106 times, averaging 1.86 boluses per day. The patient's average daily hydromorphone intake during this period was 3.785 mg/day, which remained within programmed parameters. It was reported that this pattern was known to, and retrievable by, any clinician reviewing her pump history. It was stated that less than 31 hours after the (B)(6) programming session, the patient died from hydromorphone intoxication. It was stated that the patient's fatal overdose was caused either by a malfunction of the medtronic synchromed ii device, which delivered a dose exceeding what was programmed or safe, or by the hcp's improper programming of the device during the (B)(6) 2024, home visit, resulting in an overdose. It was stated that upon information and belief, this improper programming included incorrect dosage calculation, failure to properly account for the patient's established myptm bolus usage history, incorrect entry of critical parameters such as catheter volume, or other errors in device settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.